Event description:
It was reported to boston scientific corporation in 2008, that an interject injection therapy needle catheter was used three days prior. According to the complainant, during preparation of the device, while extending the injection needle, "the plastic covering came out with the needle." The procedure was completed with another interject injection therapy needle catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.